Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""the total condylar iii prosthesis in complex knee reconstruction"" written by william m. Hohl, md, edward crawfurd, frcs, steven b. Zelicof, md, and frederick c. Ewald, md published by clinical orthopaedics and related research accepted by publisher 15 april 1991 was reviewed. The article's purpose was to discuss results of utilizing the tciii (depuy) prosthesis in complex knee reconstructions. Data was compiled from 35 patients implanted between 1977 and 1987. The average age was 64.9 years (38-83 years old) . All patients had patellar resurfacing. The article does not identify cement manufacturer. The article reports upon generalized results but also identifies 8 patients with adverse events which are captured individually on linked complaints." This complaint captures a (B)(6) year old male who previously been treated with five major ipsilateral knee procedures including three total knee arthroplasties the last of which was removed for deep sepsis one year prior to a revision with the tc iii prosthesis. Shortly after tc iii implantation he experienced knee pain attributed to patellar subluxation. He returned to operating room for a lateral release and medial reefing procedure but symptoms persisted. He then went in for another revision using again a tc iii prosthesis. Patellar subluxation continued and then a posterior dislocation of the tibia. Brace treatment failed and patient had a knee arthrodesis.